Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer high blood glucose of 469 mg/dl with traces of ketones. It was reported that customer received a bolus delivery while at school. Customer went to school nurse not feeling well and had high blood glucose and disconnected from insulin pump. School nurse attempted twice to fill reservoir and insulin did not stop filling causing insulin to waste. Customer did not receive any alarms. Customer was treated with manual injection. Call was disconnected.